Manufacturer narrative:
(B)(4). Physico-control provided the customer technical assistance and device repair options. Follow up with the reporter confirmed that the customer elected not to repair the device and removed it from service. Therefore, the cause for the reported issue could not be determined.

Event description:
It was reported that the device would not power on. The device had illuminated the wrench icon prior to power issue. There was no patient use associated with the event.